Manufacturer narrative:
This report will be amended when our investigation is complete. Returned, not yet evaluated.

Event description:
It is reported that the spring mechanism gave out on the instrument during surgery and the device was returned broken.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. As the distal portion of the impactor pad that fractured off in the inserter was returned, it is confirmed that the stop pin component of the inserter fractured. DHR was reviewed and no discrepancies were found. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.